Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter "black particles" was found inside a bd insyte¿ autoguard¿ bc prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non-foreign material, and particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis observations and testing: received four unused iag/bc 22ga units in sealed packages from the lot number 7334892. Visual/microscopic examination: observed black specs embedded into the safety barrel. Investigation conclusion: the defect of foreign matter, as stated in the subject of the pir was confirmed with the returned units. The black specs that were observed in this investigation were created as part of the normal molding process with this material. They result from material having a longer residence time in the mold. The operating procedure requires operators to discard all parts for a defined period during the process startup. Root cause relationship of device to the reported incident: manufacturing/molding the black foreign matter that was observed in this investigation for this incident within the sealed package was burnt particulate resin that was a result of the molding process of the safety barrel and would not affect fit, form or function of the product.